Manufacturer narrative:
(B)(4). Reported event of "stent kinked." Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used in a procedure performed on (B)(6) 2016. According to the complainant, during preparation, it was noticed that the flexima rx biliary stent was kinked and the wire was not able to pass through the opening. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was bent approximately at 4cm and 9cm from the distal end of the guide catheter. The push catheter was kinked approximately at 25cm and 37cm, additionally it was bent approximately at 135cm from the distal section of the push catheter. The pull wire was bent approximately at from 9.5cm molded handle. The stent was not returned. Based on the event information, the issue was identified during preparation and outside the patient. Most likely, the catheters were kinked/bent and the pull wire was kinked due to some handling aspects of the device possibly during prepping, storing, or unpacking. During manufacturing, the devices are 100% inspected for device functionality and integrity. The investigation concluded that the most probable root cause is "undeterminable" due to the missing components not returned that are essential for the root cause classification. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used in a procedure performed on (B)(6) 2016. According to the complainant, during preparation, it was noticed that the flexima rx biliary stent was kinked and the wire was not able to pass through the opening. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event.